Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarms while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review noting loss of external power events. The customer also reported that the mpu ac power cord had become disconnected at the wall outlet. Technical service reviewed the log file and replied to the customer ¿ confirming the loss of external power events; no other issues were noted in the log file. The event log file contained approximately 3 days of patient event data. There was multiple loss of external power events that occurred with the patient on the mpu on one day ((B)(6) 2020 12am and 10am). The events lasted from 3 to 6 seconds in duration. The controller operated on backup battery power during the events. The mpu was the power source before and after the events. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of ac power to the mpu. There were no other similar loss of mpu power events in the log file. The mpu and ac power cord were not returned for evaluation. Multiple requests for additional event information were sent to the customer; the customer did not provide additional information. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm) and the heartmate 3 lvas IFU (¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No UDI is available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured on (B)(6) 2020 as no external power events. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption.